Manufacturer narrative:
Product analysis: the stent was not present on the balloon and did not return for analysis. Crimp impressions were visible on the exposed balloon surface. The proximal and distal balloon folds were intact. There was damage to the distal tip. Image review: review of the procedural images confirm the presence of severe calcification in the mid rca. The vessel was pre-dilated with multiple balloons of various sizes. The delivery and unsuccessful deployment of the resolute onyx device was not provided on the images. But the image confirm the presence of a dislodged stent int he proximal rca, proximal to the target lesion site. The distal end of the stent spears slightly flared. The stent was deployed in the proximal rca. Another unsuccessful attempt was made to deliver a stent through the newly deployed stent but this was unsuccessful and it was withdrawn successfully. The stent was post dilated and the target lesion was further pre-dilated. The final image show a stent successfully delivered across the target lesion site. But no images were provided showing the deployment of this stent. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to treat a severely calcified and non tortuous proximal rca lesion. The physician attempted to use a resolute onyx (rx) drug eluting stent. No damage was noted to the device packaging or issues removing the device from the hoop/tray. The device was inspected and negative prep performed prior to use with no issues noted. No difficulties removing the protective sheath, no damage noted post removal of sheath. During the procedure, the lesion was pre-dilated. Resistance was noted when the device was advancing to the lesion, because the vessel was very calcified. Excessive force was not used but it was difficult to bring the stent forward to the lesion. It was reported that a dislodgement occurred during delivery to the lesion. The inflation device remained on neutral pressure during delivery of the device. The stent was removed from the patient using a solarice balloon catheter. The device did not pass through a previously deployed stent. Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.